Manufacturer narrative:
The sample has been indicated as unavailable for evaluation. Without the device or any visual evidence, the complaint cannot be confirmed. If additional information is provided in the future, the complaint will be re-evaluated as needed.

Event description:
The skater centesis catheter from argon not functioning properly. Needle is getting stuck when staff goes to pull it out to use it.